Event description:
This pc is related to (B)(4) which reports that back-out of the cage occurred after the primary surgery. Then, the revision surgery was performed. This pc reports that the patient complained of pain again after the revision surgery. It was reported that this was the revision surgery performed on (B)(6), 2022, due to pain and back-out of the cage after the primary surgery. However, the patient complained of pain again. Therefore, the second revision surgery was performed immediately after the revision surgery. It was extended to l3 with the verse. The second revision surgery was completed successfully without any surgical delay. The surgeon commented that the caused of the pain is unknown. At first, the surgeon guessed that the pain was caused by back-out of the cage; however, the patient complained of pain after removing the cage. No further information is available. This complaint involves one (1) device.